Manufacturer narrative:
All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that zxr00 19.0 diopter intraocular lens (iol) was explanted from a female patient's right eye as she was not satisfied with her vision. The lens was replaced with a monofocal lens. There was no injuries during the explantation nor any subsequent complication reported. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes returned to manufacturer on: 3/20/2017 device returned to manufacturer? Yes device evaluation: the lens was returned to the manufacturer for evaluation. Visual inspection of the return sample shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint could not be confirmed. Manufacturing record review: manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.